Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of output after the exposure to the electrocautery. The patient experienced the asystole. The device was explanted and a new device has been implanted successfully. The patient was stable after the procedure.

Manufacturer narrative:
The field complaint of loss of output was not confirmed. Loss of output was due to the use of cautery tool in the field. The device was tested on the bench and no anomalies were found.